Event description:
It was reported that the patient experienced an infection at the left ipg site and left extensions. The patient was hospitalized and given both oral and IV antibiotics. To address the issue, the left ipg and left extensions were explanted via surgical intervention on (B)(6) 2024.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received, revealing that the patient underwent surgical intervention on (B)(6) 2024 to replace previously explanted products. Therapy was restored post op.